Event description:
It was reported that the unit did not function as intended.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. No visible damages present. The pump unit was over due for calibration. The pump was powered on and checked for any error messages; none were seen. A hand pressure gauge was used to check the accuracy of the pump and was within specification. A tube set was inserted into the pump with a water source and joint test fixture with a pressure sensor transducer connected; then the pump was allowed to run for several minutes and was able to maintain the set pressure when tested with the shaver outflow valve open. When the shaver outflow valve was set half way the pressure fluctuated greater than 20 units and when opened greater than 80 units of the set pressure. The unit failed calibration and was unable to make adjustments to the potentiometer on the mainboard. A known good mainboard was installed and the unit was calibrated. A tube set was inserted into the pump with a water source and joint test fixture with a pressure sensor transducer connected; then the pump was allowed to run for several minutes and was able to maintain the set pressure when tested with the shaver outflow valve open, half and closed. The root cause for overpressure is overdue calibration. Initially the unit was unable to be calibrated due to a broken potentiometer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit did not function as intended.

Manufacturer narrative:
The product was returned for investigation. A different failure mode, than the one originally reported, was observed and confirmed. During the evaluation of the unit, overpressure was observed. The unit was visually inspected for damages and none were present. The quality seal remained intact. However, the unit was overdue for calibration. The pump was powered on and checked for any error messages and none were seen. A hand pressure gauge was used to check the accuracy of the pump and was within specification. A tube set was inserted into the pump with a water source and joint test fixture with a pressure sensor transducer connected; then the pump was allowed to run for several minutes and was able to maintain the set pressure when tested with the shaver outflow valve open. When the shaver outflow valve was set half way the pressure fluctuated greater than 20 units and when opened, greater than 80 units of the set pressure. The pump failed the calibration test and adjustments to the potentiometer on the mainboard could not be done. A known good mainboard was installed and the unit was calibrated. A tube set was inserted into the pump with a water source and joint test fixture with a pressure sensor transducer connected; then the pump was allowed to run for several minutes and was able to maintain the set pressure when tested with the shaver outflow valve open, half and closed. The root cause for overpressure was traced to overdue calibration. Initially the unit was unable to be calibrated due to a broken potentiometer. In sum, the product was returned for investigation and overpressure was confirmed. The failure mode will be monitored for future reoccurrence.